Event description:
The recipient is reportedly experiencing loss of lock after a head trauma. External equipment was exchanged, however, lock could not be achieved. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, a missing electrode ground ring, and a cut on the electrode. These are believed to have occurred during revision surgery. In addition, a dent on the bottom cover was observed. The photographic imaging inspection revealed a fractured hybrid and loose components. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, disturbed wire bonds, and dislodged electrical components. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.